Event description:
It was reported that the clinician is unable to retrieve chronic lead trend information from the device because the reports and screens are displayed blank. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.